Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the controller and implant are not working anymore. Patient said they can't get the controller to do anything or the implant to charge. Patient stated this has been happening little by little over the last week. Patient tried resetting controller and that did not resolve the issue. Patient service specialist had patient take battery out, plug controller into the ac power supply and patient confirmed it turned on. Patient put battery back in and confirmed the green light was blinking. Patient then unlocked controller and reported controller 80% and implant in the red. Patient plugged in recharger and confirmed charging excellent. The troubleshooting steps that were taken on the call resolved the issues. Pt will monitor and call back if the device did not charge. Pt called back in and reported that the controller went blank and unresponsive once they disconnected the call. The controller would not power back on without a reset. Agent sent an email to repair to replace the recharger. Mdt rep called with the patient present in the clinic regarding their recharger. Rep reports the patient is starting a charge session with excellent recharge quality and getting a screen that states poor recharge quality after a minute or two. Rep stated they tried placing it in the patient's waistband instead, as they were using it over their c lothes and the screen still transitions after a minute or two. Rep states the patient is taking over an hour to charge, however the patient states multiple hours (someone in the room on the call stated 5 hours). Rep states the recharge diary displays an average of good quality, 70% average charge when ending, 22 minutes of average recharge time and a 5 hour recharge interval. Rep states there are a couple of green excellent recharge quality, with 16 minutes and 33 minutes for recharge time. Rep states this is the second recharger the patient has had. Rep also states the ins does move slightly (see (B)(4)) and protrude out on one end. Someone on the call in the room with the patient and rep stated during the call that they feel it is just a "band-aid" to try changing how they recharge (ts had advised using the belt and recharging with the paddle firmly over the ins). Ts sent email to repair to replace the recharger. Ts attempted to call mdt rep back, as they disconnected. Rep states the patient has had this difficulty since 2 days after they got their new recharger. The rep was notified last week. Additional information was received from a patient regarding an external device. Pt reported they were having difficulty commutating with their implant (ins). Pt reported difficulty charging and the implant would only charge to 40%. Pt confirmed that they were using the correct charging technique. Pt called back and reported they were receiving error code "08" and the controller will not power on. Patient was advised to removed battery and replace in controller. Patient stated controller still would not power on at all. Patient was referred to contact medtronic patient services for possible replacement component. Pt called back and noted they have a follow-up appointment scheduled on (B)(6) 2024. Patient's spouse called today and stated follow appointment with healthcare provider (hcp) for patient was rescheduled for monday (B)(6) 2024. Patient's spouse states that charging the implant is still taking several hours after having charge paddle replaced. Patient's spouse was instructed to bring all their scs equipment to follow up appointment. Patient's spouse called and stated recharger is taking 2 hours to get from 0% to 30%. Very slow charging at time of charging sessions. Patient's spouse is requesting that the remote is the issue possibly since they were sent multiple paddles. Talked to patients spou se about troubleshooting options with re charging sessions. Also called patients services to get more troubleshooting options and sent the patient's spouse patient service number as well. Additional information was received from the manufacturer representative (rep). Mdt rep reports the patient's ins is moving and protrudes "out a little bit". Rep states this has always happened. Rep also reported pt continues to report long ins recharge duration. Pt has received their 3rd recharger (rtm) but this hasn't resolved their issue and pt is now asking for a replacement controller. Caller spoke with pt today and pt said it took them 2 hrs to get from 0 to 30% for ins charge. Caller saw pt for this issue (B)(6) and coached pt to not charge over clothing and to not wake up controller during ins charging. Pt did comment during this visit that pt felt ins was flipping in pocket sometimes with movement. Hcp did assess and feel stitches at top of header block and caller noted that ins could be found easily and could feel whole outline of ins. Pt was not large. Tss reviewed recharge data from (B)(6) clinic visit which showed: (B)(6). Technical services indicated that recharge data was not concerning and charge progression and duration did not look abnormal. Caller is going to call back pt and check recharge speed, ensure they're not waking up controller while charging, that they're charging over skin or thin material, and using different positions of the paddle to find best location to charge. Tss re opened case to attach stim use diary data images sent from caller (caller had also sent image of recharge diary chart but it isn't legible so wasn't attached). Recharge data details are described below in case notes.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4). B3: event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was scheduled for a pocket revision with their healthcare provider (hcp) on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger h6 update: per information received, annex a code a051207 has been unsupported, see b5 for update confirming ins has not flipped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Technical services (ts) re-opened case to attach stim use diary data images sent from caller (caller had also sent image of recharge diary chart but it isn't legible so wasn't attached). Recharge data details are described below in case notes. They called back and the husband of the pt was insisting on new controller. Ts will send out controller. Caller didn't have sn so will request controller when this is received. The rep called back in with serial number for the controller. Ts sent email to repair to replace the controller. Further information was received from the rep. Regarding the cause of the ins flip / charging issues, it was stated that the ins was not flipped just moves around a little according to the pt. Worked with pt to troubleshoot charging and ordered a recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the charging issues seemed to be resolved by the patient going to the doctor's to discover the battery placement needs covering order to get a better charge because it was moving inside the pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that therapy is not working and the recharger (rtm) was replaced. Agent asked patient to connect with controller, controller shows 90%, ins 100% charged. Agent assisted patient with navigating the controller screen and controller shows therapy is off. Agent assisted patient with turning therapy on. Patient stated they hope it works now.